Event description:
It was reported that a pca tubing set that was infusing hydromorphone through the primary site, and clinimix infusing through the y-site connector was found to be cracked at the hub and leaking. The clinician changed it and when priming the new tubing, this tubing was found to be leaking as well. It was further confirmed during follow-up, that there was no patient harm as a result of this event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the connecting port on line where the cinimix was entering was cracked and leaking out. This happened with 2 different lines." An incomplete date of event of xx-jun-2019 was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a pca tubing set that was infusing hydromorphone through the primary site and clinimix infusing through the y-site connector was found to be cracked at the hub and leaking. The clinician changed it and when priming the new tubing the new tubing was found to be leaking as well. There was no harm.